Event description:
A pt reported they were unable to receive an accurate reading on their fasttake meter due to their meter allegedly would only prompt "error 2" message. There was not a result on their meter as the pt was unable to test. No treatment was reported. Pt also stated that they have heart problems. No further info has been reported. No serious injury or allegation of harm.